Event description:
Caller reported that pump button was not working. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to troubleshoot, including tapping the pump button, placing the pump on the charging pad, and reinstalling the app, but issues persisted, with the pump failing to respond to button presses or charging attempts. Customer reverted to manual injections for insulin therapy.